Manufacturer narrative:
Approximated event date based on the date the manufacturer became aware of the event. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2022. The patient experienced anal pain and perforation. Findings of proctitis were also confirmed. The patient is currently being hospitalized. Boston scientific has been unable to obtain additional information regarding this event, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2022. The patient experienced anal pain and perforation. Findings of proctitis were also confirmed. The patient is currently being hospitalized. Boston scientific has been unable to obtain additional information regarding this event, despite good faith efforts. Additional information received on august 24, 2022. The procedure was performed under local anesthesia. External beam radiation therapy (ebrt) was started in the beginning of june and completed (B)(6) 2022. The patient started experiencing anal pain by the end of (B)(6) 2022 had a colonoscopy that confirmed perforation in the rectal wall and proctitis. A colostomy will be implanted on an unknown date to treat the proctitis.

Manufacturer narrative:
Additional information received on august 24, 2022. Block b5: incident description, block b7: patient history, block h6: impact codes. Block b3: approximated event date based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2326 inflammation is being used to capture the reportable event of proctitis. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Correction: block h10 reportable patient code statement.